Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. We conducted a review of manufacturing records for the provided lot number of 3630756. The review confirmed that all in-process and final inspections were completed, and all results landed within manufacturing specifications. Nothing was noted during manufacture that would cause or contribute to the reported event.

Event description:
It was reported that "particulate matters" were observed in the cassette. No adverse patient effects were reported.